Event description:
It was reported that while using the surgical fiber during a cysto - bladder stone procedure, no aiming beam was visible, the sma connector became hot and disconnected from the fiber. Setting at time of failure: 0.8 joules/20 pps - 16 w. Joules used, 0.22, and time expended, 3 minutes. The procedure was completed using a second surgical fiber. Patient outcome: no injury. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber and connector were returned; the connector detached while manipulating the fiber; the total length of the fiber is 11 feet 1 inch, connector not included in overall length; the fiber is fractured and detached at the connector side; there are burn marks on the fiber and black tubing at the location of the fracture; the fiber tip appears in good condition and shows cleavage. Probable root cause: based on the device analysis, the probable root cause of the failure is: undetermined.